Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2-4 tlif mis. It was reported that the patient had initial surgery on (B)(6) 2024 and the catalyft cage was found collapsed possibly at l2/3 during 6 month follow up visit. There was grade 1 cage subsidence noted as well. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: b5, d4, g4, h4, h11 radiographic image review: the lateral x-ray of l2-5 fusion was provided. Interbody grafts present at l2-3, l3-4, l4-5. One rod is b roken bilaterally at l4-5 dated (B)(6) 2024. Lateral x-ray dated (B)(6) 2025 shows same construct. Fluoro view dated 21-oct-2024 shows l2-3 interbody grafts may be slightly collapsed in image 1 & 2 versus image 3 but appears stable between image 1 & 2 and may just be differences in x-ray technique. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. There is no revision surgery scheduled. There were no further complications reported regarding the event.